Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised seat is sagging down to crossbraces, right clothing guard popped off, armpads are starting to crack and right wheel rubber is cut. Dealer could not provide any further information. Dealer will call back.